Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred during the load sequence. There was no reported impact to customer's blood glucose level. Reportedly, the customer began insulin therapy on replacement pump received.